Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771301200- modular femoral stem press-fit plasma sprayed cementless size 12.5- 62044942, 00784800300-modular neck s 12/14 neck taper use with +0 heads only-62071300, 00620004822- shell porous with cluster holes 48 mm o.d.-62036847, 00631004832- liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell- 62060865, 00625006530- bone scr 6.5x30 self-tap- 62073711. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01221. 0001822565 - 2020 - 01223. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent a left hip revision approximately 4 years post implantation due pain and altr. During the revision, the joint was noted to be grossly infected with vascular granulation tissue throughout. Significant corrosion was present at the head/neck and neck/stem. All components removed. Attempts have been made and additional information on the reported event is unavailable at this time.